Event description:
It was reported that during a laparoscopic hernia repair procedure the device was inserted into the umbilicus via veress needle. Trocar went through the bowel and the common ileac blood vessel. The shaft didn¿t activate back. Patient is in stable condition but did require major surgery and hospitalization to prevent permanent damage.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this a total extraperitoneal repair (tep) or a transabdominal preperitoneal repair (tapp)? Was pneumoperitoneum achieved prior to insertion? How was it confirmed that the shield didn¿t activate back? When were the injuries to the bowel and vessel noticed? How experienced is the surgeon with using dilating tip xcel trocars (bladed approach)? Was the patient obese? Did the patient have prior surgical procedures? Any evidence of adhesions? What was the entrance point of the trocar? What was the position of the patient during insertion? Did the surgeon insufflate prior to insertion? Was this the initial port? Was a blood vessel or body structure damaged? If yes, please specify. What day did the procedure take place? What day did the patient expire? Was the patient¿s anatomy normal? Patient¿s sex, age, and weight? Pre-existing conditions? Was an autopsy performed? If so, is a copy available for review? Was the device reprocessed? Is the surgeon willing to speak to an ees surgeon?

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d12lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.